Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight to the spec, deformation, voids in the gel, white particles in the shell and crease fold. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and implant related lymphoma.

Event description:
Healthcare professional reported a right side rupture and "implant related lymphoma" per MRI. Pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. Device has been explanted.